Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 ¿ january 8, 2015. One actual unit was received for analysis. The unit was returned to the plant containing approximately 180 ml of fluid in its bladder. Visual inspection noted evidence of a leak/backflow at the fillport when the fillport cap was removed. Further visual inspection on the unit revealed the cause of the leak/backflow condition was due to a dark gray particle, approximately 0.25 square mm in size, located under the checkband. The particle was subsequently identified to be a mixture of polyisoprene, silicone oil, and inorganic silicate material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from the fillport in a large volume infusor. This occurred during filling with an unknown drug. According to the report, "the bladder did not rupture and the hospital did not use a filter during filling." No patient was involved. No additional information is available.